Event description:
It was reported that this was a venotomy closure of the right common femoral vein with prostyle devices using the pre-close technique prior to an interventional pulmonary vein isolation (pvi) procedure. Reportedly, with three devices, a cuff miss occurred since no suture was found after pressing and removing the plunger. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a large bore sheath, and the pvi procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed with an observed link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.